Manufacturer narrative:
(B)(4). Date sent: 7/31/2020. Additional information was requested and the following was received: did the patient undergo any preoperative radiation or chemo therapy? No. What anatomical structure was the device fired on? Gastric tissue. Were there any unusual sounds? No. What buttressing material was used? None. Did the surgeon wait 15 seconds prior to firing? No.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, after severing gastric tissue, some staples were malformed with irregular shapes. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.